Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the outer tubing was kinked/buckled, the inner tubing was kinked/buckled, the helix was distorted/bent and the lead appeared damaged at implant. The analyst commented that the lead is deformed due to tensile forces applied to the lead during the implant attempt.

Event description:
It was reported that during the implant attempt, the lead was bent when the physician tried to place the lead in the patient. It was not possible to straighten the lead. After the lead was retracted on the table, the lead was normal except for one part of the coil. The lead was removed and replaced. No patient complications have been reported as a result of this event.